Event description:
The customer stated that she had rec'd high meter readings. While troubleshooting, she performed normal control tests and rec'd results of 362 and 407 mg/dl. The normal control range is 87-117 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement test strips will be sent.